Manufacturer narrative:
4581-pigment dispersion. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -9.5/2.0/071 was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was explanted due to elevated iop; blurred vision and pigment in anterior chamber being observed. It was noted that no history of pigment dispersion and gonioscopy normal pre-op.